Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: during final tightening of a matrix degenerative construct, the tip of the screwdriver shaft used with the torque limiting handle seemed to break away. After inspection the tip was found elsewhere in the wound. No damage was done to the construct and it did not affect the patient. The procedure continued and was completed without further incident. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates that the screwdriver shaft was analyzed for conformance to print specification and a review of the device history records was performed. There were no abnormal findings. Manufacturing and inspection records indicate device met specification. The remainder of the stardrive shaft is twisted counter-clockwise which indicates there may have been too much torque applied during use. The as received condition of the device is not consistent with the complaint description, which states that the tip broke during final tightening. The tip may already have been damaged prior to use. No product fault could be detected. (B)(4)

Event description:
(B)(4)